Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was analyzed and the complaint was not confirmed by failure analysis. Customer reported the scope exhibited a green tint and incorrect image orientation. Additional observations: visual inspection identified cosmetic damage to the endoscope, along with discoloration of the cable¿s integrated connector housing. It also had mechanical damage to the endoscope cable¿s integrated connector, including scratches, indentations, and broken or missing pieces on the paddleboard at the cable proximal end. Found cosmetic damage to the endoscope, including faded or removed laser markings on the housing shell. Visual inspection revealed damage to the endoscope¿s button pack assembly, with hairline cracks present on both the left and right sides. Evaluation identified a defect in the camera instrument adapter. Friction testing showed restricted rotation and noise, confirming binding. Further inspection found the endoscope adapter shaft bearing contributing to the friction. Visual inspection found minor cuts to the endoscope cable insulation in zone b (middle third of the cable). The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddle board (wpb) defect.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 30-degree endoscope plus had a green tint and did not display the correct orientation. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.